Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom aligner has excess material at the bottom that has curled and has created a sharp edge that digs into the inside of their bottom lip that has created a sore that is very painful.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.